Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the investigation has been updated to reflect the correct information: investigation summary the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode will be sent to the manufacturer for further analysis and suction test. Manufacturer evaluation result for vapr tripolar 90 suction elect: device was not received in original packaging. Tip is in a used condition with tissue debris around the active tip and in the suction holes. Handle assembly is in condition. Cable & plug assembly are in good condition. Procedural residue visible in suction tube. Electrical test: the device passed all parameters. Functional test: the device failed the flow rate test before activation and flow rate test after activation. Suction remains blocked after activation so additional unblocking techniques using syringe was attempted. This was unsuccessful in clearing the blockage and the device remained blocked. A thin gauge wire was fed through the suction tube to locate the blockage. The blockage was located at the distal end underneath the active tip. The customer stated that the suction of the vapr tripolar did not work normal. Visual inspection recorded that the suction holes were blocked by tissue debris. From our internal investigation with the returned complaint device, we were able to confirm the customer report that the electrode suction would not work to the required specification. The device was found to fail flow specifications both before and after activation due to a build-up of tissue debris in the distal end of the electrode which could not be removed during the investigation. The investigation shows the blockage experienced by the end user js confirmed and can be attributed by procedural tissue debris. No manufacturing defect was found with the returned device. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product ifo cautions electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. (This is an extract from the IFU) the suction failure mode has been reviewed against the systems risk assessment document (B)(4), the highest identified risk within (B)(4) for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function - reduced/blocked irrigant flow. Risk matrix line 1000 applies. Resulting in reduced visibility & increased procedure time - patient under anaesthetic extended period of time. The severity risk category is 'minor'- results in temporary injury or impairment not requiring professional medical attention. Forthis scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is 'minor' and 'frequent' and rated as as low as reasonably achievable (alra). Device history (lot) a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4). H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the healthcare professional in switzerland that at the beginning of an arthroscopy surgical procedure on (B)(6) 2024, it was observed that the vapr tripolar 90 suction elect suction did not work normally and cleaning of the tip did not help. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.